Event description:
Following an unsuccessful attempt at angioplasty treatment, the rotablator system was used to treat a very calcified and tight double stenosis of the right coronary artery. During ablation of the second lesion distal to the first lesion, the rotational speed dropped. While attempting to remove the device, the burr became lodged inside the second stenosis. The physician cut the rotalink sheath at the femoral artery and used a pigtail catheter to push the proximal part of the sheath inside the aorta. As a result, the drive shaft and burr assembly apparently remained in the pt. The pt experienced a myocardial infarction at the inferior area just after the procedure. The pt was later reported in satisfactory condition.